Event description:
It was reported that the subject device had distorted image, different colors and fluid or water in it. The event occurred during preparation for use for an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found puncture on cable. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.